Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had high blood glucose of 600 mg/dl. Customer was advised to take a syringe to treat for her blood glucose. Customer was advised to only eat protein. Customer stated that when she did a set change around the middle of (B)(6), she noticed that the reservoir seemed loose. Customer stated that she still used the reservoir and set and ended up having a high blood glucose of 600 mg/dl. Customer's current blood glucose is 236 mg/dl. Customer stated that she was very disorientated and very thirsty. Customer declined to check their setting and for the presence of leaks or air bubbles in the tubing or reservoir. Customer was advised to do a complete set change.